Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer via emergency support program line that during use linear 7.5fr. 40cc iab , they cannot get an ap waveform on the cs300. There was no patient harm.